Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was 148 mg/dl. The customer reported that the insulin pump had a compromised force sensor system error. The customer reported that they were able to clear the alarm but were not able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk.